Manufacturer narrative:
As reported, the capsure straight fixation device deployed two fasteners at the same time. The evaluation of the device could not reproduce the reported event that the device deployed two fasteners at the same time. The device functioned as intended during functional and simulated use testing. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device states, "loose fasteners should be retrieved from the abdominal or other cavities if possible. Dispose of loose fasteners in accordance with any local and federal laws regarding sharps disposal requirements". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure capsure straight fixation device was used. It was reported that the device did not fire inside the abdominal cavity and when fired outside two fasteners deployed at a time, this happened three time in a row. It was also reported that no loose fasteners were removed from the patient's body and another capsure fixation device was used to complete the procedure. There was no patient injury.